Event description:
It was reported that the patient presented to the emergency room due to a patient alert for the right ventricular (rv) having superior vena cava (svc) coil impedance greater than 200 ohms. It was also observed that the rv lead had a high threshold. The rv lead svc coil was programmed off and defibrillation threshold testing was scheduled to be re-checked. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.